Event description:
While attempting to retrieve the kidney during a kidney transplant operation, the bag become disconnected and the surgeon had to retrieve the kidney manually. This has occurred multiple times in the past.